Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 30-degree endoscope plus, upon connecting, it displayed the image upside down and could not be adjusted. The site performed troubleshooting, but the issue was not resolved. The site connected another da vinci system, but the issue persisted. The issue was resolved with another endoscope. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the serial number of the faulty endoscope is (B)(6). At the time of event radical prostatectomy with lymphadenectomy was performed. The image was inverted. The endoscope did not move freely with uncontrolled motion and the event did not involve a reversed control on system arms. The 30-degree endoscope was in use, and it was installed in up orientation. The surgeon did not confirm desired orientation when endoscope was installed. An indication of the image orientation was provided to the user via user interface. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The conversion did not result in increasing port size incision nor adding additional ports. There was no patient injury due to the conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.